Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg), the patient experienced a hematoma and hemorrhaging at the femoral region introducer puncture site and a shock state resulted. Astriction was performed and the following day a procedure for plication of the femoral vein and femoral artery for hemostasis was performed. In addition, due to the blood loss, blood transfusions were necessary. It was noted that there was a possibility that the artery and the vein were damaged at the time of inserting the introducer or puncturing. No further patient complications have been reported as a result of this event.